Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level ranged from 400 to low 500s mg/dl and fluids were consumed. The customer was admitted to the hospital and the discharge date could not be recalled. Upon discharge, the bg level was not as "severe" and pump therapy was resumed. Initially, the customer thought that the cause of the high bg was due to the pump not working; however, after troubleshooting, the pump was found to be operating as expected. The customer understood and tandem technical support advised the customer to discuss the event with a healthcare provider.

Manufacturer narrative:
Customer reported experiencing diabetic ketoacidosis at the time of the event.